Manufacturer narrative:
The customer reported that the unit failed to power up. The unit was evaluated at philips and the failure was verified. Replacing the power pca resolved this failure.

Event description:
The customer reported that the unit failed to power up.